Event description:
It was reported that the patient had a loss of effect due to her device turning off. The device was turning off and on "all the time" with the usage of the microwave, blow dryer, and fridge. It appeared that the magnetic reed switch was disrupting therapy. The patient brought in her electric can opener to an appointment several months ago with the physician and a company representative. The can opener failed to turn off her device. The patient was reprogrammed several times over the next few months. The patient returned several months later with more dystonia. The programming capabilities were limited as it appeared the internal capsule was being stimulated at a higher voltage. The contacts being stimulated were changed which allowed the amplitude to be increased without being limited by the internal capsule. On (B)(6) 2012, the patient met with her physician and a company representative and had 2 dystonia events. The patient went back to her original settings with an increased voltage to 2.2. The patient had no further dystonia events. The patient was instructed to not use the magnet and only using the patient programmer to turn the device on and off so the physician programmer could be used to check for activations. Thus far, every time the device had been interrogated, the device had always been on. The patient was instructed to keep a log of when the device went off and what activity she was doing.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was replaced due to the device turning off. The device was turning on and off excessively, and the patient felt that it was malfunctioning and not providing the therapy she needed because of it. No patient injury was noted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Extension: model 7482a51, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Lead: model 7438, serial# (B)(4). Lead: model 3387s-40, lot# v553423, implanted: (B)(6) 2010, explanted: na. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found it was functionally okay with insignificant anomalies.